Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." There is insufficient information to determine an assignable cause for this complaint. The customer did not respond to asp¿s multiple attempts to retrieve additional information and as a result, resolution of the issue was not confirmed. A letter has been sent to the customer inquiring if the issue was resolved. If additional information is received at a later time, the complaint file will be re-opened for further investigation. The issue will continue to be tracked and trended.

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported they saw "haze" emitting from the sterrad® 100nx sterilizer while running a load. The customer reported they vacated the area and turned on the ventilation as per facility policy. The caller is confirmed to be an asp trained biomed at the facility. The biomed stated they canceled the cycle and haze dissipated rapidly. Upon evaluation of the unit, the biomed identified the haze was coming from the oil mist filter. An asp technical service engineer (tse) provided phone support and instructed customer to check if leak is coming from any specific gaps or seals, confirm the catalytic converter is tightened to the oil mist filter and run a manual pump down on the vacuum pump to try to pinpoint the oil leak. Asp is continuing to follow up with the customer to confirm the issue has been resolved. There is no report of any injuries or human reactions resulting from this issue. This event is being reported as a malfunction report subsequent to a serious injury.